Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with reports of inappropriate shocks due to noise and oversensing. It was noted the distal coil was fractured. Technical services (ts) observed a total of 8 shocks in various episodes none of which therapy was exhausted. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with reports of inappropriate shocks due to noise and oversensing. It was noted the distal coil was fractured. Technical services (ts) observed a total of 8 shocks in various episodes none of which therapy was exhausted. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.